Manufacturer narrative:
Medical device code (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure for the treatment of hemorrhoids performed on (B)(6) 2021. During preparation, the bands were found to be adhered together. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device code a04 captures the reportable issue of during preparation, bands were found stuck together. Block h10: investigation results: the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that only the handle assembly was returned with the device and the ligator head was not returned. It was also noted that the trip wire was not secured, and it was rolled in the handle assembly. Additionally, the slack on the trip wire was not removed and it was kinked. The suture was in good condition. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No damage observed to the handle assembly and no other issues with the device were noted. The reported event of bands damaged/defective could not be confirmed as the ligator head was not returned for analysis. The reported damage to the bands could have been related to the manipulation of the device or due to a failure to follow directions during device set up; however, this cannot be determined as the ligator head and bands were not returned. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The visual assessment identified that the trip wire was not secured in the handle slot. Additionally, per the device condition, it is most likely that the slack was not removed properly as mentioned in the instructions for use. Failure to follow these steps can affect the overall performance of the device by causing the trip wire to slip through the handle assembly and an inaccurate deployment of bands and more tension on the device. Additionally, the trip wire was found kinked. This could have been generated due to user manipulation and/or the technique used during preparation.taking all available information into consideration, the most probable root cause of this event is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Additional information: block d7 (sud reprocessed and reused) and block h8.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used during a band ligation procedure for the treatment of hemorrhoids performed on (B)(6) 2021. During preparation, the bands were found to be adhered together. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.